Manufacturer narrative:
An investigation will be performed, and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
It was reported from the office of (B)(6) that a glidewell ht implant ø5.0 x 13 mm experienced loss of osseointegration at tooth location #19. The patient was reported as a 53-year-old female. The implant was placed on (B)(6) 2026, and the issue reportedly occurred during implant placement. The issue occurred inside the patient's mouth. No patient injury was reported. The implant was removed completely on (B)(6) 2026. No infection at the implant site was reported. The patient's current status was reported as healthy. No abnormalities with the implant or packaging were reported.